Event description:
The patient had to have his lead explanted on (B)(6) 2016 due to infection. The explanted lead has not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's device was explanted on (B)(6) 2016 due to infection. The patient was recently implanted with vns on (B)(6) 2016. The device history records of the generator and lead were reviewed, and both devices were sterilized according to procedure prior to release. The chest incision was infected, and the generator had extruded. The lead was left implanted. The explanted generator was received on 07/27/2016. Analysis has not been approved to date.

Event description:
Analysis was approved on (B)(6) 2016. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
The explanted lead was received, and analysis was completed. The furthest electrode to the bifurcation was not returned for analysis, so an evaluation and resulting commentary could not be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Manufacturer narrative:
B5 describe event or problem, corrected data: the reported information in MFR. Report # 1644487-2016-01384 was inadvertently reported in a separate emdr, although it was the same event reported in this emdr.

Event description:
It was identified that the information reported in MFR. Report # 1644487-2016-01384 was the same event as the information reported in this MFR. Report. All further reporting, as necessary, will be housed in this report.